Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart, external ram crc error, blank display and damage on the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. After troubleshoot, the display came back. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, unexpected restart, external ram crc error, low battery, battery out limit, failed battery test alarms or restart, reset time date anomaly noted during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners and cracked reservoir tube lip.